Event description:
During servicing at zoll on (B)(6) 2025, the autopulse nxt platform (sn (B)(6)) failed functional testing, as a flashing yellow warning light was displayed upon powering the device. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. During servicing at zoll on (B)(6) 2025, the autopulse nxt platform (sn (B)(6)) failed functional testing due to a flashing yellow warning light upon powering the device. The investigation determined that the root cause was a failed cooling fan, resulting from shorted wiring due to the ingress of blood or a mixture of blood and other fluids. The fan was replaced to remedy the problem. Following the service, the autopulse nxt platform passed the run-in test without any faults or errors. The autopulse passed its final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with the sn (B)(6).